Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the surgeon revised due to implant loosening.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding baseplate loosening involving a tri ts baseplate size 2 was reported. The event was not confirmed. A review of the provided medical records indicated, ¿radiolucencies under the tibial plateau cement/bone interface are not unusual and do not represent loosening of the component when the keel fixation remains intact. It is not possible to evaluate this clinical situation based upon the information available for review.¿ a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. A review of the provided medical records indicated, ¿radiolucencies under the tibial plateau cement/bone interface are not unusual and do not represent loosening of the component when the keel fixation remains intact. It is not possible to evaluate this clinical situation based upon the information available for review.¿ no x-rays are available for review, there is no revision operative report or examination of explanted components available. There is no description of the symptoms or the indications for revision, nor the side that was revised if, in fact, a revision was performed. This information is needed to complete the investigation for determining the root cause.

Event description:
It was reported that the surgeon revised due to implant loosening.